Manufacturer narrative:
Date of event and UDI number is unknown, no information has been provided to date. One (1) device received in good condition. Removed cover for visual inspection. Ran through safety/electrical test, cleaned exterior, changed o-rings, and calibrated using a hot line device and digital thermometer. Ran the device for several hours and no leaking occurred. Could not duplicate or confirm the customer complaint. A manufacturing device history record (DHR) review was not performed because was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously. No problem found performed preventative maintenance (pm).

Event description:
It was reported that the device was leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.